Event description:
Healthcare professional (hcp) reports a pt's reaction to the psn (polysynthane) membrane. The pt had previous exposure to the psn membrane, prior to this incident. The pt experienced severe head, neck and chest pain within 15 minutes of the hemodialysis treatment. The pt rec'd oxygen. The dialysis treatment was discontinued and the pt's blood was returned. The pt was transported to the hosp and admitted from 3/1/00 - 3/3/00. The hemodialysis treatment was resumed and completed several hours later with an alternate membrane (polysulfone). The pt has fully recovered per the hcp.